Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. This complaint was sent in error using the incorrect registration number. A new emdr will be sent using the correct registration number.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported back to back heel stick tests, the same meter was used and 3 minutes apart, with results of 20mg/dl and 21 mg/dl. Caller stated a lab was also drawn at the same time, and the result was < 2mg/dl. Controls did pass within 24 hrs. No adverse event reported. Requested return of the alleged device for evaluation.